Event description:
During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test at 0.334ohms. The passing specification for the ground resistance test is <0.1ohm. There was no patient involvement reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed the safety earth resistance test at 0.334ohms. The passing specification for the ground resistance test is <0.1ohm. The pump was then shipped to intuvie and during testing the issue was not able to be reproduced. The device passed all tests. The failure mode is not confirmed. The probable cause of the ground resistance gest failure is unable to be determined. Reference to complaint # (B)(4).